Event description:
Complainant alleged that while attempting to defibrillate a pt (age and gender unknown), the device did not discharge. The clinician was able to obtain another device to treat the pt. The complaiinant indicated that there was no adverse effect to the pt as a result of the reported malfunction.